Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. For: omni pod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 24; warnings: do not use a pod if it is past the expiration date on the package.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. It was reported the patient had not used an alcohol swab and used soap for cleaning the pod site. The patient reports the site was hurting and infected. The patients reported blood glucose level was over 400 mg/dl. The patient administered insulin via pen injections and removed the expired pod from the infusion site. The patient called their primary care physician (pcp) and was prescribed an antibiotic. The patient applied a new pod.